Event description:
In the week of (B)(6) 2023, the patient was urgently admitted to a hospital, due to a ventricular arrhythmia that required external electrical cardioversion due to ineffective shocks from the ICD. Shock impedance less than 20 ohm.

Manufacturer narrative:
Lead was capped due to low impedance and suspected insulation breach on (B)(6) 2023. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned data was inspected. The inspection revealed no indication of an ICD malfunction. All shocks on (B)(6) 2023 were cancelled as expected because low out of range shock impedance values were detected. After the lead replacement a shock test was successfully performed on (B)(6) 2023. There was no indication of an ICD malfunction. The integrity of the lead under complaint cannot be assured. Should further relevant information become available this investigation will be updated.